Manufacturer narrative:
Approximate age of the device will be provided with the device evaluation results. The device remains in use and is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced a red heart alarm a few seconds while he was supported by batteries at home. Patient has been readmitted into hospital. Vad coordinator noticed that the patient had a pump stop. Hospital exchanged the pocket controller and the patient stays at hospital for observation. Alarms occurred again in the ward when the patient leaned. Vad coordinator tried to reproduce alarms without success and sent manufacturer log file and x ray. On x rays, driveline artifacts below the ribs were observed. Alarms observed were red heart, low flow and low voltage. The heart team is discussing a potential pump exchange. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised driveline was also confirmed based on the evaluation of heartmate ii lvas. Continuity and hipot testing were performed on the driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the all 6 wires. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of all 6 wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) discusses damage due to wear and fatigue of the driveline. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating the patient's pump was exchanged on (B)(6) 2019.